Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned balloon. The balloon shell was noted to be discolored as it was blue in appearance. One opening was noted on the posterior portion of the balloon shell. Green particulate matter was noted on the outer surface of the balloon shell. Trace amounts of blue fluid were noted on the inner surface of the balloon shell. Dark blue and purple particles were noted on the outer surface of the center patch. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from eight separate openings: three on the anterior portion of the shell and five on the posterior portion of the shell. Under microscopic analysis, all openings on the anterior portion of the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. All openings on the posterior portion of the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. Black particles were noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after few hours complained of green urine after the procedure. Device was removed and replaced.